Event description:
It was reported that the patients inflatable penile prosthesis (ipp) right proximal cylinder migrated. The device will be explanted and replaced with a device form a different manufacturer. There were no patient complications reported for this event.

Manufacturer narrative:
Investigation summary based on the information available, the visual examination of the device identified a damage in cylinder 1; however, this damage is consistent with explant damage. The visual and functional examination performed on the remaining components did not identify a problem that could affect the functionality of the device; therefore, the reported allegation is unable to be confirmed. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis visual examination of the device identified that the pump kink resistant tubing (krt) was worn to the filament; however, no leaks were found. There were no leaks observed in the pump component. Visual and microscopical testing in cylinder 1 identified that there was a large damage in the inner tube, with large broken fabric treads and the outer tube was detached. This damage probably occurred during explant procedure. Visual examination performed on cylinder 2 did not identify any leaks in the component. Functional testing performed on the pump and cylinder 2 showed that both components performed within specification. Functional testing in cylinder 1 was not performed due to damage observed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported migration cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patients inflatable penile prosthesis (ipp) right proximal cylinder migrated. The device will be explanted and replaced with a device form a different manufacturer. There were no patient complications reported for this event.